Event description:
2 of 3 reports (same patient, same event, different products). Other mfg report numbers: 3013886523-2024-00124 3014334038-2024-00087 a facility reported a patient had a cerelink sensor placed (ID (B)(6)). The sensor was used with cerelink monitor (ID (B)(6)) and cerelink cable (ID (B)(6)). The problems started immediately with a decompressed patient: at a certain point the monitor started giving an error and the value of the pressure disappeared. The monitoring was delayed more than 30 minutes due to product malfunction. The patient was stable and medical staff stopped monitoring.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11 the cerelink icp ext cable was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.